Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during investigation, the pump was powered on with a dim, faded and discolored display.

Event description:
The pump was returned for investigation. Investigation revealed a dim, faded and discolored display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.